Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2022-02158. Evaluation results: the complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.